Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 4 years 9 months post implant of this mitral bioprosthetic valve, the device was explanted and replaced with a non-medtronic valve due to mitral regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to device serial number.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. Pledgets were noted along the sewing ring on the outflow. All leaflets and commissures appeared to be intact. The leaflets were stiff but slightly flexible except where host tissue extended on the inflow and outflow. A layer of tan vegetative appearing host tissue lined the inflow and outflow of all leaflets and commissures extending to the inflow of the sewing ring, along the outflow rails adjacent to all cusps, covering the left right stent post and commissural attachment. Small clusters of mineralization were observed along the lunula and free margin of all cusps adjacent to the point of coaptation. Small clusters of mineralization were observed on the coaptive ridges of the left and right cusps. This pattern of mineralization and the mottled appearance of the tissue was suggestive of endocarditis. Pannus appeared to line the sewing ring on the inflow and outflow. Radiography showed mineralization along the free margin of all cusps with a trace in the left cusp adjacent to the outflow rail. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. While a conclusive cause of the vegetation could not be determined per the limited information available, the observed vegetation and the scatter pattern of the calcification suggest a possible root cause of resolved endocarditis.